Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the lead was returned with the helix fully retracted and the drive shaft lug stuck behind the retraction stop. No further helix function possible. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the right ventricular (rv) lead helix had trouble extending. The physician had difficulty fixing the lead to the heart, and felt there was inconsistent extension of the helix. A different lead was implanted. No patient complications have been reported as a result of this event.